Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had previously exhibited noise with oversensing which resulted in inappropriate shocks. Troubleshooting had been performed and the noise could not be recreated. The vector had been reprogrammed from secondary to primary however an inappropriate shock was again delivered. An invasive procedure was performed. Difficulty was experienced removing the electrode, however it was able to be successfully removed. The device was also successfully explanted. A new system has not yet been implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory; visual inspection noted the electrode was returned in two segments, severed 35 millimeters (mm) from the terminal pin. The identification tag was also noted to be cracked and showed signs of movement. An x-ray of the electrode terminal area found the conductor coil was fractured 23.3 millimeters (mm) from the terminal pin. This location is just distal of the header port. Due to the condition of the electrode, the fracture mode was unable to be conclusively determined. However, based on the location and type of damage the fracture was likely due to fatigue.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had previously exhibited noise with oversensing which resulted in inappropriate shocks. Troubleshooting had been performed and the noise could not be recreated. The vector had been reprogrammed from secondary to primary however an inappropriate shock was again delivered. An invasive procedure was performed. Difficulty was experienced removing the electrode, however it was able to be successfully removed. The device was also successfully explanted. A new system has not yet been implanted. No additional adverse patient effects were reported.